Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported knot on the lock line could not be determined. It is possible that the user technique of unwrapping the ends of the lock line resulted in the lock line becoming knotted together on both ends; however, this cannot be confirmed. Additionally, it is possible that the reported lock line being wrapped tightly around the lever was due to the ends of the lock line knotted together; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the intervention required to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and leaflets were grasped successfully. The deployment steps were started; however, after removal of the lock line cap, it was observed that the lock line was wrapped tighter than normal. The line could not be unwrapped manually; therefore, forceps were used to unwrap the lines. After removal of the plastic tubes, it was observed that both ends of the line were knotted together. The lock line was cut, and then able to be flossed without issue. The clip was deployed, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.